Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that during implant procedure, the atrial lead dislodged four times. Upon repositioning for the fifth time, the helix would not retract. The physician suspects that while attempting to retract the helix, strong tension was applied and a torque inside have fractured. The lead was not implanted and was replaced. The patient was stable after procedure.